Manufacturer narrative:
Patient age: (B)(6). Patient is female.

Event description:
It was reported that during a nasal reconstruction on a (B)(6) -day old infant, where the usual passage between the throat and sinus was restricted at birth and had to be addressed surgically, where the tip of the curved bur meets the shaft, the tip of the bur was touching the collet causing friction and diamond dust particulate to come off of the tip, which had to be irrigated from the sinus. They used a second bur and finished the case successfully.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: item was returned for analysis. When compared to the assembly drawing: the diamond grit was missing which would have resulted in the reported malfunction. When viewed under magnification, the distal end of the outer tube ¿collet¿ was flared out and ground in the shape of the back side of the bur tip which confirms the other portion of the complaint. The curved bur wire assembly [which includes the diamond grit head] is a supplied material assembly; therefore, xomed manufacturing has been ruled out as a potential cause. There was a black substance collected on the distal side of the outer tube and although it cannot be confirmed without compositional analysis; it is expected it is a combination of biological contaminants, diamond grit, metal grit, and potentially some grease. The information indicates that the bur tang was locked in the handpiece, forward pressure was applied to the hub and outer tube during use, which resulted in the hub and outer tube to shift forward while the bur tang and bur wire assembly remained in place: the resulted in the outer tube making contact with the back side of the bur head; however, there is no indication this was the cause of the diamond grit coming loose. Typical usage would not result in a failure of the bond between the tip and diamond grit however it cannot be confirmed through analysis the usage was ¿typical¿; mishandling and supplied material cannot be ruled out. Method: microscopic inspection.